Event description:
The customer reported the ventilator screen went black and it did not appear to be ventilating the patient. There was no patient harm reported. While servicing the ventilator, the device diagnostic log history indicated a prior ventilator restart occurrence. The customer did not report the restart occurrence during any previous usage. The manufacturer's service technician was unable to duplicate fhe reported problem or restart occurrence during testing. Performance verification testing was completed and passed per operating specifications.